Event description:
Patient¿s (pt¿s) guardian reported that pt's pump broke during infusion yesterday [(B)(6) 2024]. She reported that when pump broke pt only received 7ml out of 120ml total. Pt's mother attempted manual infusion, syringe plunger was difficult to push and popped back, causing pt pain. Pt was unable to complete infusion. Md is aware and told pt's mother she must discard rest of hizentra and did so. Pharmacy replacing device. Device is available for return. Pump serial number and expiration date not reported no specifics regarding how pump is broken provided. No adverse event(s) reported due to product issue. No additional information available. Reported to (B)(6) by: patient/caregiver.